Manufacturer narrative:
(B)(6). PMA / 510(k): there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: it is unknown whether a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It is reported that the patient required surgical incision to remove a broken-off needle from his penis. The patient, a "long time" user of caverject, was attempting to self-inject a dose of caverject and "when he applied on his penis the needle broke."

Manufacturer narrative:
The suspect medical device brand name was given incorrectly in the original MDR. The corrected brand name should read "bd microlance¿ hypodermic needle 30g x 0.5" "

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported potential lots #151127 and #151128. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.